Event description:
Complaint 2. Date aware: 12-nov-19. Country of origin: france. Rpn: zilver self-expanding stent / rpn unknown (zilbs based on the endoscopic approach) customer: endoscopy departement, endoscopy unit, (B)(6) , france. Address for correspondence dr. (B)(6) , endoscopy unit, (B)(6) , france. Email: patient conditions: patients with inaccessible papilla due to altered anatomy or duodenal invasion and drainage under eus guidance and bridge technique without previous biliary drainage were included in the study. The brief description: zilver self expanding stents were off label use. Event description: paper title: drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum. Twelve patients were included in the study. Inclusion criteria were malignant hilar stenosis of the bile duct, inaccessible papilla due to duodenal stenosis or altered anatomy, and an attempt of the bridge technique in case of hepaticojejunostomy, the site of puncture was 5 cm below the esophagojejunal anastomosis. After opacification, a guide wire (jagwire 0.35 inch,boston scientific ) was introduced into the left bile duct. A fistula was then created with a 6-fr cystotome (endo-flex company, (B)(6) , germany). By pushing the cystotome against the hilum stenosis, the guide wire could be inserted into the right liver, usually in the posterior portion. To cross the stenosis, the cystotome was initially used without current. If this was unsuccessful, an endocut was used; however, in most cases, endocut was not efficient and a direct current had to be used. Direct current was also used to avoid damaging the guide wire with coagulation. The hilum stenosis between the left and right liver was then enlarged with a 4 mm dilation balloon (hurricane balloon dilation catheter 4 mm × 4 cm, boston scientific). Then, a 6 cm long stent was inserted between the right and left liver, creating a bridge between the two (zilver self-expanding stent, cook medical cook stents were off label use or wallflex biliary stent from boston scientific ). Another stent was finally placed between the liver and stomach or jejunum to create a hepaticogastrostomy or a hepaticojejunostomy (giobor stent, (B)(4) medical , korea). A 6-fr nasobiliary drain was used at the discretion of the operators.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint 2. Date aware: 12-nov-19. Country of origin: (B)(6). Rpn: zilver self-expanding stent / rpn unknown (zilbs based on the endoscopic approach) customer: endoscopy departement, endoscopy unit, (B)(6). Address for correspondence dr. (B)(6), endoscopy unit, (B)(6). Patient conditions: patients with inaccessible papilla due to altered anatomy or duodenal invasion and drainage under eus guidance and bridge technique without previous biliary drainage were included in the study. The brief description: zilver self expanding stents were off label use. Event description: paper title: drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum twelve patients were included in the study. Inclusion criteria were malignant hilar stenosis of the bile duct, inaccessible papilla due to duodenal stenosis or altered anatomy, and an attempt of the bridge technique. In case of hepaticojejunostomy, the site of puncture was 5 cm below the esophagojejunal anastomosis. After opacification, a guide wire (jagwire 0.35 inch,boston scientific ) was introduced into the left bile duct. A fistula was then created with a 6-fr cystotome (endo-flex company, (B)(6)). By pushing the cystotome against the hilum stenosis, the guide wire could be inserted into the right liver, usually in the posterior portion. To cross the stenosis, the cystotome was initially used without current. If this was unsuccessful, an endocut was used; however, in most cases, endocut was not efficient and a direct current had to be used. Direct current was also used to avoid damaging the guide wire with coagulation. The hilum stenosis between the left and right liver was then enlarged with a 4 mm dilation balloon (hurricane balloon dilation catheter 4 mm × 4 cm, boston scientific). Then, a 6 cm long stent was inserted between the right and left liver, creating a bridge between the two (zilver self-expanding stent, cook medical cook stents were off label use or wallflex biliary stent from boston scientific ). Another stent was finally placed between the liver and stomach or jejunum to create a hepaticogastrostomy or a hepaticojejunostomy (giobor stent, (B)(6)). A 6-fr nasobiliary drain was used at the discretion of the operators.